Manufacturer narrative:
The lens was not returned for evaluation and the lot number was not provided. Therefore, a product evaluation could not be conducted and the device history record could not be reviewed. Based on the current information, the root cause of the event could not be conclusively determined.

Event description:
It was reported that the implanted lens had an optical scratch was explanted approximately 2 and a half months post-implant and replaced with another lens. Additional information has been requested, but has not been received.